Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was increased capture threshold noted on the right atrial (ra) lead. No intervention was performed at this time to resolve the event and the patient was in stable condition.